Event description:
The customer reported that their acuity looked like it had rebooted and was frozen. Tech service dialed into the system and found that the primary cpu had locked up during a reboot and never restarted. The secondary cpu then rebooted, resulting in a loss of centralized monitoring for approximately 1 minute, 49 seconds. The primary cpu was able to be recovered by cycling power. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of harm as a result of the reported events.the customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.